Event description:
The patient experienced hyperglycemia and diabetic ketoacidosis after issues with the controller. It is unclear whether the patient was wearing the pod at the time of hospital transport, the healthcare provider noted that the controller would not power on and there was also an issue with the dexcom device. The patient was hospitalized for 8 days and treated with intravenous fluids and an insulin infusion. After stabilization, the patient transitioned to multiple daily injections and later returned to the healthcare provider's office to resume pod treatment. A replacement controller was arranged to address the device issue.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The case description states that the user's controller would not turn on. The returned controller was not able to initially turn on with its own battery power. The controller was plugged in to allow to charge. The controller was then able to turn on and booted up to the home screen with no issues. The log files indicate that the controller was booted up four different times on the date of occurrence. No issues were found in the log files or with the returned controller.